Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400 mg/dl. It was reported that the customer had bent cannula. It was reported that the set and location was changed and the customer's levels dropped. It was reported that the customer declined to troubleshoot.